Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) observed an exposed wire that caused sparking on the station pyxibus cable. The fse replaced the six-drawer pyxibus cable. As a preventive measure, the ball bearing cage was realigned, and two new slide bumpers were installed one for the main half-height drawer 2.1 and one for the main full-height drawer 6. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and required preventative maintenance. However, there were no delays, adverse events or injuries reported based on this event.